Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor did not had an electrode after insertion, nothing left in body. Customer's blood glucose level was unknown. Customer was advised to visit the healthcare professional or doctor to scan physically the belly. The sensor will not be returned for analysis.